Event description:
It was reported that an roi-c cage broke while the surgeon was impacting the plate to complete the construct assembly in surgery. The cage and plate were removed and replaced with another cage and plate to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Product evaluation: visual inspection of the returned cage confirmed that the cage has fractured. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the implant was being used or handled at the time of the damage. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Establishment name: (B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an roi-c cage broke while the surgeon was impacting the plate to complete the construct assembly in surgery. The cage and plate were removed and replaced with another cage and plate to complete the procedure. There were no reported patient impacts.